Event description:
The physician reported that during an implant attempt of the subject device, it was not possible to properly connect the atrial lead, since it remained loose.

Event description:
The physician reported that during an implant attempt of the subject device, it was not possible to properly connect the atrial lead, since it remained loose.